Manufacturer narrative:
One tapered screw-vent implant (tsvwb10) was returned for investigation. A visual inspection of the as returned product identified significant residue within the external threads of the implant. The collar of the implant was confirmed to be fractured. Therefore, the alleged malfunction has been confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined.

Event description:
It was reported that the patient presented with a fractured crown. It was discovered that the implant (tsvwb10) fractured. The implant was removed. Tooth location 30.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the patient presented with a fractured crown. It was discovered that the implant (tsvwb10) fractured. A healing abutment was placed and the implant was left in the mouth. Tooth location 30.